Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced unexpected battery power loss. The customer reported, blood glucose value of 325 mg/dl. The customer reported, hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was partially performed. Customer reported, receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving replace battery alert without receiving a low battery warning first. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-397a, no product return is required for mmt-332a. Mmt-1880 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0864 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed a low battery alert on the event date of 18-oct-2024 at 10:55:00.000, and on 13-oct-2024 at 22:56:07.000, 09-oct-2024 at 13:26:00.000. Also found battery inserted times on 13-oct-2024 at 22:58:06.000, 09-oct-2024 at 13:31:02.000, and 05-oct-2024 at 00:51:38.000. Pump delivered one bolus delivery on the event date of 18-oct-2024 at 04:32:59.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, and keypad overlay texture damage. Unexpected battery power loss was confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. High sleep current measurement was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.